Manufacturer narrative:
The device was received for evaluation. A visual inspection was performed at it was noted that the power cord was frayed. Functional testing was also performed which included power on and boot up tests, system tests, and ethernet port tests. There were no issues noted during functional testing. The reported condition was verified. The cause of the reported condition could not be determined. The damaged power cable will be replaced on the unit. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the cord from an em2400 replacement display was frayed. The reporter noticed the issue after replacing the base plate of the device. There was no patient involvement. No additional information is available.